Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore excluder aaa endoprosthesis instructions for use, complications that may occur and/or require intervention include, but are not limited to, endoleak. Additional gore devices related to this event: (B)(4).

Event description:
On (B)(6) 2011, the patient was implanted with three gore excluder aaa endoprostheses to repair an infrarenal abdominal aortic aneurysm (measuring at least 6-cm) and a large common iliac artery aneurysm proximally (measuring 4 to 5-cm). On (B)(6) 2011, an intervention occurred. An aortic extender was placed to resolve a proximal type-1 endoleak. A contralateral leg was placed to resolve a distal type-1 endoleak. No further complications have been reported.